Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 29-dec-2020. The most recent information was received on 07-jan-2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion medically significant), fatigue ("chronic fatigue") and headache ("headaches"). At the time of the report, the abdominal pain, fatigue and headache outcome was unknown. The reporter provided no causality assessment for abdominal pain, fatigue and headache with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jan-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 29-dec-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion medically significant), fatigue ("chronic fatigue") and headache ("headaches"). At the time of the report, the abdominal pain, fatigue and headache outcome was unknown. The reporter provided no causality assessment for abdominal pain, fatigue and headache with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.